Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it delivering low vte (exhaled tidal volume) and lower than set peep (positive end expiratory pressure) were initially confirmed, however, during subsequent testing of the device the issues could no longer be reproduced. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure) and the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported issue.